Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that an accumax laser fiber was used during a ureteroscopy procedure in the ureter performed on an unknown date. According to the complainant, during the procedure, the laser fiber body broke inside the scope. It was reported that there were no broken fragments that fell inside the patient. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that an accumax laser fiber was used during a ureteroscopy procedure in the ureter performed on an unknown date. According to the complainant, during the procedure, the laser fiber body broke inside the scope. It was reported that there were no broken fragments that fell inside the patient. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual analysis of the returned laser fiber revealed that there was no exposed glass tip. The fiber was received broken in two pieces. The first piece includes the connector and measured 251 cm. The second piece includes the laser fiber body to the tip and measured 42 cm. The pattern on the tip face was consistent with normal degradation. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.